Event description:
It was reported that bd microtainer® sst¿ - amber had poor separator movement. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: part no.: 365978. Batch/lot: 8208542. It was reported that the "gel is sitting at the bottom of tube after spinning and not migrating to separate red cells from serum.". Original text: tubes were spun before sending to lab. Collected at one site and sent another for testing. Two of the specimens spun and sent out with a courier several hours later. One specimen spun and sent out stat so that one was able to be respun and tested. Gel is sitting at the bottom of tube after spinning and not migrating to separate red cells from serum.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to poor barrier separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to poor barrier separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® sst¿ - amber had poor separator movement. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: part no.: 365978. Batch/lot: 8208542. It was reported that the "gel is sitting at the bottom of tube after spinning and not migrating to separate red cells from serum.". Original text: tubes were spun before sending to lab. Collected at one site and sent another for testing. Two of the specimens spun and sent out with a courier several hours later. One specimen spun and sent out stat so that one was able to be respun and tested. Gel is sitting at the bottom of tube after spinning and not migrating to separate red cells from serum.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® sst¿ - amber had poor separator movement. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: part no.: 365978. Batch/lot: 8208542. It was reported that the "gel is sitting at the bottom of tube after spinning and not migrating to separate red cells from serum." Original text: tubes were spun before sending to lab. Collected at one site and sent another for testing. Two of the specimens spun and sent out with a courier several hours later. One specimen spun and sent out stat so that one was able to be respun and tested. Gel is sitting at the bottom of tube after spinning and not migrating to separate red cells from serum.